Manufacturer narrative:
Event date was asked but unknown. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a crack was found on tubing wall near the catheter adapter of a transfer set. This issue was identified after treatment. The patient replaced a new product to continue the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information. The device was received for evaluation. A visual inspection performed with the naked eye verified that there was a tear in the bushing of the tubing. The reported condition was verified. The cause of the event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.